Event description:
The customer stated while at work she had a hypoglycemic reaction and paramedics had to be called to revive her. The customer stated she felt dizzy and lost consciousness prior to the paramedics being called. Troubleshooting was performed and it was found that the customer had a basal pattern set in the insulin pump that was higher than her standard pattern. The customer did not want to check the history in the insulin pump to see if this basal pattern was running the day of the event. The insulin pump passed the displacement test. The customer stated she only boluses to treat her blood glucose reading, and does not bolus to treat for food. The customer stated she knows this is not the correct bolusing method, but she insists on continuing to bolus in this manner because it is the way she has always done it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best our knowledge.